Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, during a routine follow up, computerized tomography identified a type iiia endoleak and a type iiib endoleak. The patient was reported to be asymptomatic. Re-intervention was completed with implant of an ovation ix main body, and four ovation ix iliac limbs. The final patient status was not reported.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak (aortic) with complete component separation event/incident was confirmed. The type 3b endoleak and sac growth event/incident was unable to be confirmed due to lack of comparative study. Procedure-related harms of this event could not be determined with the medical records available for review. The clinical assessment also determined that there was evidence to reasonably suggest a supra renal extension strut fracture had occurred. The most likely causation for the reported event is device-related due to the use of strata material. The final patient status was reported being stable post the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, during a routine follow up, computerized tomography identified a type iiia endoleak and a type iiib endoleak. The patient was reported to be asymptomatic. Re-intervention was completed with implant of an ovation ix main body, and four ovation ix iliac limbs. The final patient status was not reported. Subsequent to the initial report, additional information was provided reporting that the aneurysm had grown over 10cm. The type iiia had component separation. At the conclusion of the re-intervention, the endoleaks were resolved and patient was doing well.